Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and hv output functions of the device were tested and found to be normal. No anomalies were found.